Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm and did not appear to be infusing. They stated that the rate was set correctly and that the dose was set to infinite. They did not provide the rate or type of formula being used. Mmdg attempted to follow up with the initial reporter, but these attempts were unsuccessful. (B)(4).